Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Updated fields: h6 and h10. The e1 "telephone number" and g2 fields were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 11 years since the subject device was manufactured. Based on the results of the investigation, that damage to the eyepiece likely attributable to the use of excessive force by the customer. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and repair. During the evaluation, the image was found incomplete and blurry. The lens/meniscus was damaged, and the outer cover of eyepiece casing was also damaged. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported to olympus that a telescope had an image problem. The reported problem was found during reprocessing. The facility finished the procedure with the same one. The intended procedure was bladder examination. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: damage of the outer cover of the eyepiece casing. There was no patient injury or adverse event reported to olympus.